Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was cracked on the front cover.

Event description:
Additional information was received: product did not fail while in use with a patient or during any patient interaction. All were reported on a routine work order/routine service.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a check clutch/ plunger lever error in the event history log (ehl). An occlusion test was performed. The motor drive issue reported by the customer was not confirmed during the test. The problem source of the reported product problem was unknown. A root cause was not established. The motor assembly was replaced as a preventative measure.

Event description:
It was reported that the motor drive clutch plates on the medfusion pump needed to be replaced. No patient injury or complications were reported in relation to this event.